Event description:
It was further reported that prior to the explant, this pump had been placed in the same spot as the previous one. Due to the infection, the patient was required to wear a ¿pump¿ for drainage for seven months to allow her to heal from the inside out. Reportedly the patient¿s ¿system¿ was explanted. This device system delivered morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted (B)(6) 2012 after a car crash (B)(6) 2010 which caused the pump to "spin." Three weeks after the initial report, it was noted by the physician that the device explanted (B)(6) 2012 was due to infection at surgical site with "persistent" erythema. It was also noted that the patient required hospitalization as a result of the event and patient status was recovered without sequela. The device system was used to infuse morphine manufacturer device registration system notes pump implant date in 2011.

Manufacturer narrative:
Catheter model 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012; catheter model 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012.(B)(4).